Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion, which carries a high risk of infection. The ICD was repositioned under the muscle and the patient received intravenous antibiotics to resolve the issue.